Event description:
The customer reported that the canopy has a zipper that is damaged, but couldn't specify where. No patient injury was reported.

Manufacturer narrative:
Zipper damage. Results: evaluation of the returned product shows that the large window a zippers slider body is open. There is other damage to the canopy that is not relevant to this complaint. (B) (4).